Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the posterior. The device was underweight. A visual and microscopic analysis was performed which identified a sharp opening on posterior and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification.base on the device analysis the final assessment is a sharp pattern on posterior of opening device assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data:d9 h3 h6.

Event description:
Physician reported during last few months patient started mention mammary deformation on the left side, significant implant density on palpation, especially on upper pole. Pain syndrome developed, especially ¿when lying on back¿. Ultrasound and CT showed capsular contracture baker grade iii. A rupture was reported as well as double capsule. The left side device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported during last few months patient started mention mammary deformation on the left side, significant implant density on palpation, especially on upper pole. Pain syndrome developed, especially ¿when lying on back¿. The device remains implanted. Left side.

Event description:
Ultrasound and CT showed capsular contracture baker grade iii. A rupture was reported as well as double capsule. The device was explanted.